Event description:
Contacted by (B)(4) representative requesting lead model number. Representative states the lead was fractured and removed during ICD change out due to eri status. However, we show on our mdrf from (B)(6) 2016 that this lead remains implanted and a boston scientific (B)(4) was added that day.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 11.5 cm distal to the is-1 connector pin. A proximal and a distal lead fragment were received for analysis. At the proximal end of the distal lead fragment a 10 cm segment of insulation body was missing. The received parts were subjected to an extensive analysis. The analysis revealed multiple signs of wear along the lead body. In particular approx. 36.5 cm proximal to the lead tip the insulation was found rubbed through. These findings can be considered as the root cause of the clinical observation. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of interaction with the generator housing. Further damages, such as the fractured conductor cable to the ring electrode, most likely occurred during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.